Event description:
The customer reported that the buttons were unresponsive. The numbers were not ramping on their own, and the scroll bar was not moving up or down without input from the customer. The caller also stated that the time was not changing. Advised the customer that the insulin would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.